Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. Reportedly, the patient fell and hit the implanted device, which caused swelling and was sensitive. The patient was in pain and felt the wires to the device. This ICD remains in service.